Event description:
It was reported that a user experienced prolonged hypoglycemia while using the ilet, with sensor/checked blood glucose readings as low as 59 mg/dl and values below 70 mg/dl for about five hours; device data indicated no insulin delivery for approximately five hours during the low period, and the user treated with oral carbohydrates including juice and honey. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of normal activities and the need for self-treatment with oral glucose without professional medical intervention. Investigation included a review of available device-delivered insulin data and user-reported history, along with troubleshooting and education provided to the user. Investigation of this case revealed that the ilet suspended insulin appropriately in response to low glucose and no device malfunction was identified. It was concluded that the event was consistent with hypoglycemia of unclear cause and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.